Event description:
Follow up information identified the patient's ipg was explanted and replaced.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is experiencing pain at the pocket site due to anatomical changes from weight loss. Surgical intervention is pending to address the issue.